Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01272. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure for a deep vein thrombosis (dvt) in the left leg using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 8 (cat8). During the procedure, while inserting the cat8 through another manufacturer's sheath with a guidewire next to it, the physician experienced resistance. Halfway through the procedure, the physician removed the cat8 to clear the thrombus and noticed that the cat8 was ovalized but still decided to continue using the cat8 with the sep8. The physician experienced mild resistance while advancing the sep8 pass the point of the ovalization in the cat8. Upon completion of the pass, the sep8 was removed and the physician noticed that the bulb had broken off the sep8 wire. The physician suspected that the bulb was aspirated into the canister as the sep8 wire was being retracted through the cat8. The procedure was completed using the same cat8 without the sep8. There was no report of an adverse effect to the patient.